Event description:
New information received noted that there were no pacing spikes seen as well.

Manufacturer narrative:
Additional information: b5, d10, h3, h6.

Event description:
New information received noted that the device could not be interrogated, even after attempting with different programmers and wands. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition throughout.

Manufacturer narrative:
Communication could not be established between the device and the programmer due to a depleted battery. Battery depletion was caused by excess current drain. X-ray inspection revealed severe damage to the hybrid. The root cause of the damage was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to program the device for a magnetic resonance imaging (MRI). The clinician was unable to interrogate the device after partially programming the device; before completing the programming to MRI mode, the device lost telemetry and the clinician was unable to reinterrogate. Intervention was discussed, but none were reported. The patient was in stable condition.